Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in-clinic with symptoms of phrenic nerve stimulation. Programming changes were made. It was later noted that the lead had dislodged. Lead repositioning was attempted, but unsuccessful.

Event description:
New information received indicates that the lead dislodgement was observed via x-ray before any revision procedure was performed.